Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 23 mmol/l with headache, increased thirst, and symptoms of dehydration associated with an allegation of inaccurate insulin delivery. The pump was reviewed related to the event and confirmed that the pump boluses were recorded as programmed, the basal rate history matched the active basal rates, and the delivery totals were correctly reflected in the pump¿s total daily dose history. The reporter confirmed that the pump performed an air bolus successfully and the pump correctly recorded the delivery. This report is made based on the allegation that the patient experienced hyperglycemia related to an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2015 at 19:53 after the last recorded basal at 19:50. The last recorded bolus was two days prior on (B)(6) 2015. A delivery accuracy test was performed and confirmed that the pump was delivering within specifications.